Event description:
The complainant states she has had several reports of instances where the needle (miniloc huber plus swis) backed out of the port causing the medication to infuse into the subq tissue.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.